Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a elevated blood glucose (bg) level of 600 mg/dl, due to incorrect time being set. High bg was addressed by correction bolus via pump. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.